Event description:
Our (B)(6) dropped the bedwetting alarm on the floor and the battery door snapped out. Child swallowed the battery door and it could have been fatal as she started choking on it. This is a problem as the battery door which has no safety markings for child use.